Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 40 to 49 mg/dl at the time of the incident. The customer was at 248 mg/dl at the time of admission. The customer had extreme lows and highs prior to the low. The customer used food and glucose tablets to treat the low and manual injections for the high. The customer experienced symptoms such as nausea. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the reservoir popped off the pump and a third of the reservoir contents were missing and they feel that the pump delivered that amount, which was about 20 units. Troubleshooting was not completed as the customer declined. The customer also reported they had low potassium levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information about weight has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose was (B)(6).